Manufacturer narrative:
H4: the lot was manufactured from may 26, 2022 - may 27, 2022. H10: two (2) actual partially filled samples were received for evaluation. Visual inspection along with magnification was performed which observed a white elongated polymeric appearing particle possibly of acrylonitrile butadiene styrene consistent with fill port material in fluid path of sample one (1) only. Fill port caps were removed of actual samples with no issue of connector or cap areas. The reported condition was verified in one (1) sample; however, not verified in the other sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small particles were identified in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was identified during visual inspection, after the bags were compounded. One of the particles was described as "white colored". There was no patient involvement. No additional information is available.